Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were explanted due to an infection.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was an infection to the pump pocket. The patient bumped the pump, which caused a ¿red spot¿, which turned into a scab. The area later drained with obvious signs of cellulitis and a pocket site infection. The catheter and pump were removed on (B)(6) 2013. During the procedure, vancomycin was continuously infused. Preoperative cultures were taken by aspiration of the pump pocket and showed no growth. The culture did have 2+ white blood cells, but no organisms were seen on the gram stain. The lumbar entry site looked normal. There was a pin hole site of drainage of the fluid at the pump pocket. Significant and diffuse bleeding was noted at the pump pocket site. As the catheter was retracted, it may have broken, leaving a segment from 1-5cm in the flank in a secured location away from the pump pocket. It was also possible that the entire catheter was removed. It was decided not to confirm if a catheter segment was left in the flank, as another incision to the flank would have been required. It was noted that if the patient had any difficult in the future related to this, a radiographic examination would be done to determine if a foreign body was present. Extensive debridement of the pump pouch was done and the entire pouch was fairly easily removed. However, a second pouch was found and had to be removed in quadrants. There was significant bleeding during this. A wound vacuum was placed. The patient outcome was reported as ¿non-serious injury/illness¿. The device system was used to deliver dilaudid and clonidine.

Manufacturer narrative:
Product ID 8711, lot# l77340, implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8711, lot# l77340, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter; product ID neu_pouch_acc, product type accessory; product ID neu_pouch_acc, product type accessory; product ID 8711, lot# l77340, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4).